Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one of this patient's leads was loose. The caller did not specify which lead. It was also reported that the patient had been syncopal. Ts recommended an in-clinic assessment to check for lead dislodgement. This lead remains in service.

Event description:
Boston scientific received information that this patient's device was checked while admitted in the hospital. The results of the device check was provided to the physician. There were no arrhythmias associated with the syncopal episode and the patient was not rv pacemaker dependent. There was no evidence of a lead dislodgement. The physician suspects that the cause of the out-of-range impedance measurement was due to exit block. The physician reported that the patient had died after hospital discharge but prior to any invasive revision procedure.